Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference: 2030404-2017-00015, 2030404-2017-00016. During a non-inducible supraventricular tachycardia ablation procedure, a pericardial effusion occurred. Approximately three hours after completing the procedure the patient became hypotensive. An echocardiogram revealed the effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.